Event description:
Additional information was received. It was noted that the patient was receiving intrathecal baclofen 2,000 mcg/ml. After adenosine agent was given and the arrhythmia was terminated with control of blood pressure, the patient was closely observed in the coronary care unit. The pump was refilled the same day. The patient condition was stable and planned for discharge in another day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at 339.8 mcg/day via an implantable pump for pain. It was reported that a patient was admitted to the hospital with symptoms of supraventricular tachycardia (svt) and high blood pressure. His pump alarmed due to low reservoir volume. He had not gotten the baclofen refilled on time due to a car accident and getting admitted into another hospital. The hcp interrogated the pump; it showed 0.2 ml of reservoir volume. The hcp notified the manufacturer and suspected symptoms of baclofen withdrawal. After the patient was treated with drip adenosine, the svt turned into normal sinus rhythm. The patient was treated with oral baclofen and the pump was refilled with baclofen. The patient's symptoms were then stable with normal blood pressure.